Event description:
Procedure: roux-en-y. According to the reporter: the pt was in for scheduled surgery for laparoscopic roux-en-y with intraoperative esophagogastrodenoscopy (egd). The pt returned to the operating room four days later with a diagnosis (dx): abdominal sepsis/probable leak. The procedure was documented as an exlap/graham patch over gasto-jejunal leak/g tube/abramson drain/wound vac placement. During the first surgery the anastomosis was submerged into the irrigation and transorally an egd was inserted down the posterior pharynx and into the esophagus with the insufflation scope advanced from the pouch in the small bowel. Under distension, there was no evidence of air leak noted. However, during the second surgery four days later it was reported that allegedly this leak may have been from the covidien eea25 with orvil staple line site from the first case.

Manufacturer narrative:
(B)(4).